Manufacturer narrative:
(B)(4): as the unit has not been returned, boston scientific could not perform a technical analysis. Labeling reviews and manufacturing documentation revealed no anomalies or deviations. There have been no other similar complaints reported for this particular batch. As a result, boston scientific has concluded that the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure performed on (B)(6), 2010 (male, (B)(6); weight unknown). According to the complainant, on (B)(6), 2010, the patient underwent a duodenal stent implant procedure due to duodenal cancer. During the procedure the deployment handle broke. The partially deployed stent could not be reconstrained. The device was removed and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.